Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. The t1 is off the needle but attached to the suture. The t2 is still on the needle. The actuator is in the pre-t2 position. No other visual discrepancy. A functional evaluation was performed on the returned device and found the actuator pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, after the deployment of the fast-fix 360 t1 implant, the t2 implant deployed prematurely through the meniscus. T1 was left secured in meniscus and t2 was removed with tweezers. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, after the deployment of the fast-fix 360 t1 implant, the t2 implant deployed prematurely through the meniscus. T1 was left secured in meniscus and t2 was removed with tweezers. The procedure was completed with a non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the reported device was not returned for evaluation. Another device was received and the visual inspection revealed that he device was not returned in any original packaging. The t1 is off the needle but attached to the suture. The t2 is still on the needle. The actuator is in the pre-t2 position. No other visual discrepancy. The functional evaluation of the received device showed the actuator pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: corrected information in b5 and h6 (health effect - clinical & impact codes).

Event description:
It was reported that during a meniscal repair, after the deployment of the fast-fix 360 t1 implant, the t2 implant deployed prematurely through the meniscus. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.